Event description:
It was reported that the distal tip of the unit began to flake while the surgeon was performing a subacromial decompression. It was further reported that the case was delayed 30 minutes so that the surgeon could retrieve the broken pieces. A new unit from the same lot was used to finish the case.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.